Manufacturer narrative:
D3 - postal code: updated. D9 - date returned to MFR: 4/6/2026. H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was stated that the customer prepares pain therapy cassettes with and without sufentanil in their pharmacy for their anesthesia outpatient clinic. It has been reported that the problem occurs during production in the pharmacy. Occasionally, when filling the cassette, the tubing at the end where the connector is located is defective. This becomes apparent during the filling process because liquid leaks out. It was stated that the customer loses a huge amount of medicine in the cassette. There was a delay in therapy with no adverse event. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.